Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report pain in the mouth and chest with the implantable cardioverter defibrillator (ICD). The patient expresses pain when laying on the left side. The patient mentions that the device moves around and sticks out, jabbing the patient. The patient express fear with use of the device and having a mammogram. The patient indicates that the device does something when the patient is texting. The device remains in use. No further patient complications have been reported as a result of this event.